Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions while the pump was plugged in to charge. Multiple valid temperature alarms occurred to indicate that the pump battery became hot. Reportedly, the pump was plugged in to charge during the event. Additionally, a power source alert. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.